Manufacturer narrative:
Reliability analysis inspected 1 opened enlite sensor and found needle separated from sensor. The sensor was unable to confirm insertion anomaly.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that she changed the sensor and placed the serter on top of the sensor. The customer stated that the sensor remained on the base. The customer stated that the hub assembly is not inside the serter. The customer stated that the catch arm is not bent. The customer will be sent replacement sensors.